Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) reported the lower ring was associated with the synmesh. A 88mm synmesh c was cut and the rings were placed as per the surgical technique between c4 and t2. The construct was supplemented with posterior fixation two days following the anterior procedure. It was noted during the posterior procedure that the anterior synmesh c construct had tilted forward and required revising. In revising the anterior synmesh c construct, it was noted that the lower ring (B)(4) had disassociated from the synmesh cage and remained embedded within the vertebra. The surgeon did not want to remove the end ring as quality of the patient bone was poor, tumor, and left the end ring in-situ, instead opting to position a new synmesh c body on top of the end ring.